Manufacturer narrative:
The device was not explanted and was therefore not available for evaluation. A correlation between the device and the reported event could not be conclusively determined. The submitted system controller log file contained approximately 12 days of data from (B)(6) 2018 and showed normal device operation above the low speed limit for the duration of the log file. No atypical events were captured. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient weight was not provided. (B)(4). Approximate age of device ¿ 1 year and 8 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that approximately 1 year and 9 months post implant, the patient expired due to bleeding from an unknown source. The system controller log file showed no abnormalities in pump parameters. No autopsy was performed. No further information was provided.